Event description:
Additional info received from MFR on 12/04/1998: the device in question was not manufactured by hard manufacturing company. It was manufactured by the, now-defunct, hard manufacturing company. Despite the similarity in company names, reporting company has no ownership or manufacturing rights in the subject device technology nor any responsibility for distributed units of the product.